Event description:
During a diagnostic procedure, a dissection of the right coronary artery occurred. The pt was taken to surgery for repair of the right coronary artery as well as for aortic stenosis.